Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted 09/15/05, was emitting tones and displayed an elective replacement indicator (eri). There is a concern that the battery has depleted earlier than expected.